Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the manufacturer representative (rep) went to load a patient on the select patient screen the battery service error screen displayed. Troubleshooting was performed. It was noted that everything was on and connected and green. The system turned off as soon as it was unplugged from the wall. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: unknown , UDI#: unknown product ID: 9735787, serial/lot #: -, ubd: unknown , UDI#: unknown work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was a battery error. It would not hold a charge, and the system would shut down immediately when unplugged from the wall. The uninterruptible power supply (ups) and battery were replaced. Codes b01, c02, and d02 are applicable. A1102: applicable to battery service error screen a0719: applicable to system turning off as soon as it was unplugged from the wall . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the uninterruptible power supply (ups), lot number: 22490010, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. The battery, lot number: 2225, was returned to the manufacturer for analysis. The battery was tested (48.58v) with a known good ups for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. D9: the ups was returned on 2024-08-22. The battery was returned on 2024-08-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.